Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they experienced discomfort while receiving a magnetic resonance imaging (MRI) on their left breast and the MRI was unreadable due to the location of their implantable cardiac monitor. The patient also reported a "pulling" sensation. The icm remains in use. No further patient complications have been reported as a result of this event.